Event description:
It was reported that the patient presented to the emergency room after falling. It was noted that the fall was on the same side as the device and there was a bruise at the device site. It was also reported that the right ventricular (rv) lead had a high sensing integrity counter measurement at the time of the fall. Follow up information was obtained and it was noted that the physician believes that the fall has no correlation to any device issue. A device interrogation was done and no oversensing was noted and all other parameters checked out as normal. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.